Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included carvedilol (coreg). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), depression ("depression"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction") with rash generalised, urinary tract infection ("infection (urinary tract)") with pain and vaginal discharge, cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), infection ("infection (other)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with vitamins nos, surgery (one or more surgeries to remove one or more essure coils/supracervical hysterectomy (uterus only)) and surgery (underwent ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, mood swings, female sexual dysfunction, depression, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight decreased, alopecia, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection, cystitis, vaginal infection, infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, infection, menorrhagia, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporters details added. Aka names added. Dob added. Events "hormonal changes, abnormal: mood swing, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), infection (other), psychological or psychiatric problems condition: depression, rashes or skin conditions type: full body rash (made body very sensitive to touch)), bladder or urinary problems or changes, nausea, nickel allergy, dysmenorrhea (cramping), oophorectomy (bilateral removal of ovaries), dyspareunia (painful sexual intercourse), fatigue, weight loss, hair loss. On 1-mar-2018: medical records received: reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/severe cramping") and injury ("injuries"). The patient was treated with surgery (one or more surgeries to remove one or more essure coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and injury outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, injury, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 31-may-2017: summons received: the events: pelvic pain, abdominal pain/severe cramping, vaginal pain and heavy abnormal bleeding were added. Plaintiff underwent surgery to remove one or more of the essure coils (incident case). Reporter's city added. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), amlodipine (norvasc), carvedilol (coreg), clonidine and furosemide. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss") and metrorrhagia ("metrorrhagia"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), depression ("depression"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction") with rash generalised, urinary tract infection ("infection (urinary tract)") with pain and vaginal discharge, cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), infection ("infection (other)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with vitamins nos, surgery (one or more surgeries to remove one or more essure coils/supracervical hysterectomy (uterus only)) and surgery (underwent ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, mood swings, female sexual dysfunction, depression, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight decreased, alopecia, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection, cystitis, vaginal infection, infection, bladder disorder, urinary tract disorder and metrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, infection, menorrhagia, metrorrhagia, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: total bilateral occlusion . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 16-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events metrorrhagia was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.